Event description:
It was reported that during a ptca procedure that two wires separated. The first wire separated while attempting placement in the diagonal artery. Attempts were made to retrieve the wire but were unsuccessful. The second wire was then placed into the lad when it was noted that a separation was occurring. This wire was successfully removed in one piece. Both wires were discarded at the hospital. Pt is reportedly stable.